Event description:
I started using poligrip around (B)(6) 1989. During the years to come, I started getting numbness and tingling sensations in my fingertips and feet, poor balance when standing up, coldness to feet, legs, hands and arms at times and then times with burning sensation to same areas. A shocking feeling. Accompany with headaches. Dose or amount: denture cream. Frequency: twice a day. Route: po. Dates of use: (B)(6) 1989 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.